Manufacturer narrative:
Visual analysis was performed on the returned product. The reported difficulty advancing, and retraction problem was not confirmed due to the condition of the returned retrieval catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The investigation determined that the reported difficulty advancing, and retraction problem was likely due to circumstances of the procedure. Based on the condition of the returned products, it is likely that anatomical conditions and/or an excessive embolic load caused resistance while attempting to retract the filter into the retrieval catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional retriever catheter was returned with the filtration element inside visible through the tear. The retrieval catheter tip was stretched, then separated. The retrieval catheter material at the separation was torn and stretched. It was noted no part of the device was left in the anatomy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to perform a standard interventional atherectomy of a moderately calcified superficial femoral artery and common femoral artery. The emboshield nav6 embolic protection system (eps) barewire did not slide through the retrieval catheter despite several attempts. A second retrieval catheter was used to retrieve the filter. There was no adverse patient effects reported and no clinically significant delay reported in the procedure. No additional information was provided.